Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire testing history for the reported lot was performed. In-house testing on strip lot 388422a meets release criteria. The product performed as expected. A review of the batch records for the lot uncovered a relevant nc. However, this did not affect the final release specifications. There is no indication of a product deficiency and additional corrective actions were not required. Although it was reported that the customer has anemia, which is a condition that can impact the performance of the assay, a root cause could not be determine from the available information. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Report received of discrepant inratio values. Patient's therapeutic range: 2.0-3.0. On (B)(6) 2016 inratio inr = 6.8; repeat inratio inr = 6.2 patient self tester withheld coumadin on 6/30 based on inr results. On (B)(6) 2016 inratio inr = 2.1; lab inr = 2.2. No reported adverse patient sequela.